Event description:
It was reported that during an ipg replacement MFR number 3006630150-2023-01889, it was found out that one of the lead was fractured and the other lead had high impedances. The leads remain implanted, and patient is currently doing well with coverage.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(4). Batch: 16740433.